Event description:
Reportedly, the pt had an lavh and excision of endometriosis performed in 2003 with an endo gia universal (030449) stapler and 3 endo gia ii 45-2.5 sulus (030425). However, in 2004 a foreign body (small piece of metal) had to be removed from the pt. Procedure: lavh.